Event description:
It was reported that the customer was hospitalized due to high blood glucose of 428mg/dl by the time the paramedics were called. It was stated that the customer passed out and was found by her boyfriend. The customer's most recent glucose reading was 79mg/dl. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found several out off alarms and no delivery alarms. Checked the bolus history and noticed that the customer did not bolus for five days. It was stated that since the no delivery alarms occurred, the customer was disconnected from the insulin pump and went back to manual injections. Assisted the customer to perform the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.